Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended. It was also noted that the shock impedance measurements had increased over time, but were still within normal range. No adverse patient effects were reported. The device was later explanted, replaced, and returned for laboratory analysis.

Manufacturer narrative:
Available information indicates this device remains implanted, pending a replacement procedure. This report will be updated when additional information is received. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. A visual inspection of the device header and case noted no anomalies. The seal plugs were intact and the setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The cause of the high shock impedance measurements that were observed clinically could not be determined. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Manufacturer narrative:
Available information indicates this device remains implanted, pending a replacement procedure. This report will be updated when additional information is received.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended. It was also noted that the shock impedance measurements had increased over time, but were still within normal range. No adverse patient effects were reported.